Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, abcde)conform; desufflation lever condition, abcde)conform; inner gasket condition, abcde)conform; latch condition, abcde)conform; obturator condition, abcde)conform; outer gasket condition, abcde)conform; reset button condition, abcde)conform; sleeve condition, abcde)conform; stopcock condition, abcde)conform and trocar condition, abcde)conform. Functional tests & results: does safety shield retract, abcde)nonconf; flapper door functional, abcde)conform and lockout functional, abcde)conform. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "while using the 355ld trocar the devices would not arm" was due to the intermittent arming of the devices. Five instruments were received and found to arm intermittently. The obturator handle welds were measured and found to be skewed which can cause the instruments to arm intermittently. The obturator handle is welded during the assembly process.

Event description:
It was reported during several unk procedures while using the 355ld trocar the devices would not arm. This occurred with a total of twelve devices. New devices were pulled to complete the cases. The rep was given a bag of trocars with no specific info. Only five devices are being returned. There was no consequence to the pt(s).